Manufacturer narrative:
The reported event could not be confirmed as the product will not be returned for evaluation. Device not returned for investigation.

Event description:
It was reported that quantity two ortholock ex-pin 3x110 broke upon insertion into the tibia and into the femur during a total knee replacement procedure. Another set of pins were opened, which also broke upon insertion into the bone. The broken fragments were removed from the patient's bone. A third set of pins were used which did not break. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.